Event description:
A surgeon reports a bent haptic was noted following insertion. The lens was removed, a vitrectomy was required and an anterior chamber lens was used as the replacement. Additional information has been requested.